Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed that the patient's right ventricular lead exhibited noise leading to oversensing. Noise was reproducible with isometrics. Programming changes were performed. There were no patient consequences.